Event description:
Reportedly, the instrument was closed on tissue, and fired. When attempting to open the instrument, the jaws would not open and the approximating lever broke off while the assisting surgeon was attempting to open it. The surgeon cut the jaws off the tissue and used another instrument to close the vessel. The site was hemostatic and the procedure was completed. Patient was subsequently closed, the patient then expired in the or.